Event description:
Additional information was received on (B)(6) 2011, when the manufacturer was notified that the patient underwent generator revision surgery. The explanted generator has been received by the manufacturer however product analysis is not completed at this time.

Event description:
Product analysis of the explanted generator has been completed. During the analysis, it was found that the battery of the generator was partially depleted. The battery voltage measured at 2.79v, which was within the battery status range for ifi = yes. The device was monitored for 24 hours and the programmed output current measured within normal limits and there were no signs of variation. Review of the data within the generator memory for charge consumption (diagaccumconsumed) revealed that 92.286% of the battery had been consumed. Based on the battery voltage, charge consumption, the programming history available, the battery appears to have depleted normally. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications.

Event description:
Clinic notes were received on (B)(6) 2011 where it discussed that during an office visit on (B)(6) 2011 that the patient's device was dead and seizure control has deteriorated in that the magnet is not effective in terminating seizures anymore therefore the patient would be referred for replacement. The physician felt that the device reached end of service very quickly and did not know the cause. Good faith attempts to obtain additional information have been unsuccessful to date.